Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the device for failure analysis investigations. Sureform 45 stapler logs show the associated instrument was installed on the system 13x and fired 12 reloads (5 green, 1 blue, 3 white, 1 green, 2 black, in that order). On install 1, the first clamp attempt was incomplete. The next clamp was successful, and the firing was completed. On install 2-9, all clamps were successful, and the firings were each completed. On install 10, there first clamp was aborted by the user, the next two clamps were successful, however no firing was attempted. On install 11, the first clamp was successful, but was followed by a firing failure. On install 12, the first clamp was successful, but was followed by a second firing failure. The user then initiated a force fire, which failed. Logs show a code representing the force firing failure. On install 13, the first clamp was successful, and the firing was completed with 3 pauses for compression. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi post-market clinical development engineer. The following additional information was provided: viewing the video, we can confirm that at 19:23 the surgeon fired the sureform45 curved tip with a green reload across a section of bronchus. There is an immediate pause for compression at 45mm followed by pauses at 41mm, 36mm, and 31mm where the armpod 4 then shows the ¿tissue too thick to continue message¿ at 20:08. The surgeon fires a black reload using the same stapler over the same section of bronchus at 23:26 with an immediate pause at 45mm followed by pauses at 38mm, 34mm, and 32mm where the force fire option message appears in armpod 4. Force fire is attempted at 26:41 with a pause for compression at 27mm and the stapler ceases the fire at 26:54. The surgeon then fires another black reload across the bronchus at 28:59 which pauses at 34mm, 29mm, and 23mm before completing the fire and transecting the bronchus. There is no gross tissue damage or bleeding coming from this staple line and from what we can see in the video the staples look to be well formed. Based the video alone we cannot determine a root cause of the air leak or if the air leak is related to the stapler and would request the stapler and reloads be returned for further investigation. Based on the amount of pausing this bronchus appeared to be especially challenging to staple on.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the green reload received an error message of tissue too thick and was unable to complete the fire on the bronchus. A green reload was used first and then two black reloads to transect the bronchus. During the first green reload, an error message of tissue too thick to continue occurred, the surgeon then removed that staple reload and replaced it with a black reload a force fire was attempted but did not fire. Once the bronchus was transected the tissue looked malformed, but the staple line was complete. The surgeon noted it has never taken three reloads to fire across the bronchus. The procedure was completed robotically. The patient is currently still hospitalized with an air leak and the surgeon relates this complication to the stapler issue intraoperatively. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received. Reports with patient identifier (B)(6) and (B)(6) document the black reloads involved.